Manufacturer narrative:
Pump trace download analysis confirmed the unit alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that the notification light did not stopped immediately. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.